Manufacturer narrative:
Plant investigatio has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood clot occurred. It was reported that the dialyzer clotted. The machine alarmed "tmp". Test strips were not used to confirm the leak. Estimated blood loss was 200 cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with re-setup of new supplies on the same machine. Heparin was not administered due to the patient is a heparin free patient. Patient received the normal 100cc flushed before and after treatment. Sample has not been returned to manufacturer for evaluation.